Event description:
A female pt underwent peripheral intervention on (B) (6) 2010 via a 7f sheath in the left cfa. Balloon angioplasty was performed and on the next angio run extravascular contrast was noticed which may indicate a possible artery perforation at the proximal end of the sfa, just below the profunda bifurcation. Three gore viabhan covered stents were deployed. Following the procedure, a cfa angiogram prior to mynx demonstrated a puncture site at the mid-cfa, however, the proximal stent was in close proximity to the distal tip of the introducer sheath. The physician pulled back the sheath slightly and used half strength contrast in the balloon to visualize pullback. Position at the arteriotomy was confirmed, and the device was deployed following protocol allowing 30 seconds for the sealant to expand and concluding with light venous pressure of 3 minutes at the end of the mynx deployment procedure. It was reported that the pt complained of a full bladder. As the scrub nurse removed the drapes and cleaned the pt, brisk oozing was noted. The nurse held gauze over the puncture site for 30 min. During which time the pt unsuccessfully tried to empty her bladder. The pt's blood pressure was 170/90. A urinary catheter was inserted and the pt was relived. The pt's blood pressure was then 140/80. Oozing has subsided and dressing was applied. The physician reported that 30 minutes later, the pt was found unresponsive, pulseless and desaturating rapidly. An arrest call was made and the physician resuscitated the pt's blood pressure from 40 systolic. She was transferred to the ICU and the bleed was confirmed via ultrasound. The physician reported that the pt was hospitalized for one extra night but did not suffer any permanent consequences.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be conclusively determined. It was reported that the bleeding was confirmed by ultrasound; however, the origin of bleed was not reported. Therefore, the origin of the bleed in relation to the access site treated with mynx could not be conclusively established. Hemostasis was initially achieved with the mynx, and there was no report of device malfunction or difficulty during deployment. There is no indication to suggest that the mynx device did not perform as intended. Per the mynx instructions for use (IFU), the safety and effectiveness of the mynx have not been established in the pts with clinically significant peripheral vascular disease in the vicinity of puncture. The review of the lhr (lot f0901902) indicated that the mynx device met all performance specifications upon shipment.